Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.29¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically due to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90201018-0024) was last used on (B)(6) 2021 during a procedure with system sk2922. The harmonic ace instrument is a single-use device.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer noted that the ¿master knife¿ was cutting the gastric omental, and the knife from the harmonic ace instrument suddenly broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer used a camera and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 11-nov-2021 and 28-nov-2021, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until the reported event. The instrument did not make contact with any other instrument or hard material during the procedure. The customer did not remove the instrument prior to the breakage. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. The surgical staff also did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. There is no video recording of the procedure, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed, and it was confirmed that the knife of the harmonic ace instrument was missing/detached. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy surgical procedure, it was alleged that the knife of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.